Manufacturer narrative:
The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause skin irritation and no issues were found. The exact cause of the reported irritation could not be conclusively determined. The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be determined when the tear occurred or if it contributed to the reported event. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose levels rose to 15.8 mmol/l (284 mg/dl) while wearing the pod between 5 and 24 hours on the abdomen. The patient contacted her diabetes nurse and was advised to remove the pod and place a new pod. The patient observed the pod site to be slightly red. Investigation of the device found the pod cannula to have a tear and cause a leakage.